Event description:
Stool in sample port.

Manufacturer narrative:
It was reported that there was "stool ingress and sample port detachment" of the catheter. Catheter was discontinued and replaced. Sample evaluation revealed stool found on sample port housing, inflation valve, and shrink wrap. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.